Event description:
This device was implanted on (B)(6)2012 and explanted on (B)(6)2012 due to erosion. The procedure took place with dr. (B)(6) at an unknown facility. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).